Manufacturer narrative:
(B)(4). Date sent: 5/28/2020. Investigation summary the analysis found that one ec45a device was returned with no apparent damage, and with an ecr45w partially fired 1/10 with a cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The device opened and closed without any difficulties noted. Count indicator performed any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. Additional information was requested and the following was received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? ----unknown. Did the jaws eventually open?-----unknown.

Manufacturer narrative:
(B)(4). Batch # t5cj9k. Concomitant medical product: reload, lot # t4052p. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during the lobectomy. Would not fire when serving the lung tissue with ec45a+ecr45w, after close the closure trigger, noted that could not close the firing trigger and could not open the jaw, also full lockout symbol in window. Another device used to complete the procedure. There was no patient consequence reported, no additional information could be provided. Would not fire.